Event description:
It was reported to philips that device is having an issue pairing the unit with tempus pro via bluetooth. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.